Event description:
Customer went to the emergency room due to issues related to their diabetes, reporting very high blood glucose levels reaching 535 mg/dl on (B)(6) 2024. Reportedly, the customer was using off label insulin. Tandem technical support educated the customer on approved insulins for the pump. No issues were found with the insulin pump system, including the cartridge, infusion set, or insulin. Customer did not experience ketones. Customer attempted to resolve the issue by bolusing through the pump, and received intravenous fluids and insulin at the ER, which resolved the problem. There was no permanent damage identified by healthcare providers, and the customer was released the same day after a stay of six hours.